Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. (See updated section d9).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1, e2, e3 and g2 that were inadvertently left out. The customer later provided there were no malfunction with reprocessing accessories. There was no delay in pre-cleaning or in manual cleaning. The scope surface was wiped during pre-cleaning. The customer stated they yes for wiping. But brushing is not confirmed during they manual cleaning process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting/dropping distal end or chemical stress due to chemicals used resulting in moisture invasion of light guide (lg) lens and corrosion remained. The event can be detected and prevented by following the instructions for use (IFU) sections: - detection method is described in operation manual chapter 3 preparation and inspection. - preventive measure is described in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: due to the wear of angle wire, the bending angle in the up, down, left, and right directions did not meet the standard value; due to damage to the charge-coupled device unit, the image had black dots, and the specified resolving power was not obtained; and the connecting tube was found to have a wrinkle with scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera ii duodenovideoscope to olympus for device¿s annual maintenance. There were no reports of patient involvement in this event. During the evaluation of the device, it was noted that the inside of the light guide lens component had a stain, and the distal sheath was dirty. This report is to capture the reportable malfunction of the stain in the lens and the dirty distal sheath noted at estimation.